Manufacturer narrative:
During deployment of the stent, the catheterization report indicated that the patient became somewhat confused, further noting that it was felt likely due to cerebral hypoperfusion due to a fairly isolated segment. The patient's confusion resolved after removal of the angioguard and there was no other treatment reported. There was no debris noted in the basket. There was no residual stenosis and no change in intracranial circulation. The cec adjudicated this to tia. The following day the patient experienced right hand clumsiness and decreased grip strength on the right and some weakness or slight neglect of the right leg. He was able to ambulate with assistance and with a walker. He had a grip of 4/5 and arm and leg strength were 5/5. He was discharged later that day with home physical therapy to be provided. Coagulation studies were not performed. His discharge nih stroke scale score was 5 and rankin score was 2. His 30-day follow-up nih stoke scale score was 4 and rankin score was 2, which were the same as baseline. According to the investigator's initial report, the neurological event was not related to cordis product and was not a stroke; however, the event was adjudicated to cerebrovascular accident during the cec adjudication meeting. This event was initially reported as hemiparesis and neurological neglect syndrome and was not considered to be MDR reportable. Based on the additional information received via the cec adjudication minutes, this will be reportable as a cva. Complaint conclusion: as reported via the (B)(4) registry, a patient experienced a tia during deployment of the precise stent and experienced a cva the following day. The patient's pre-procedure nih stroke scale score was 4 and rankin score was 2. A few weeks prior to the index procedure, the patient was seen in the carotid clinic to follow-up on his pre-existing cerebral bleed. At that time, he was using a walker for ambulation, but was almost ready to be finished using the walker. MRI showed no fresh bleeding. At the time of the index procedure, angiography revealed an 80% stenosis in his left proximal internal carotid artery. The lesion was described as concentric, mildly calcified and 5mm in length. The reference vessel was 5.0mm in diameter and severely tortuous. The first angioguard device was deployed; however, it was inadvertently withdrawn through the stenosis. A second angioguard rx with a 7mm basket became mangled within the sheath and was removed. A third angioguard rx with a 6mm basket was deployed beyond the target lesion. A 9.0 x 30mm precise pro rx was implanted at the target lesion. During deployment of the stent, the catheterization report indicated that the patient became somewhat confused, further noting that it was felt likely due to cerebral hypoperfusion due to a fairly isolated segment. The patient's confusion resolved after removal of the angioguard and there was no other treatment reported. There was no debris noted in the basket. There was no residual stenosis and no change in intracranial circulation. The cec adjudicated this to tia. The following day the patient experienced right hand clumsiness and decreased grip strength on the right and some weakness or slight neglect of the right leg. He was able to ambulate with assistance and with a walker. He had a grip of 4/5 and arm and leg strength were 5/5. He was discharged later that day with home physical therapy to be provided. Coagulation studies were not performed. His discharge nih stroke scale score was 5 and rankin score was 2. His 30-day follow-up nih stoke scale score was 4 and rankin score was 2, which were the same as baseline. According to the investigator's initial report, the neurological event was not related to cordis product and was not a stroke; however, the event was adjudicated to cerebrovascular accident during the cec adjudication meeting. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Stroke is a well known potential risk associated with implanting a stent in a carotid artery. The act of pre-dilating and deploying a stent to the vessel wall has the potential to disrupt plaque, which may dislodge during or after the procedure. Once the angioguard device is removed, there is the potential for debris, protruding from the stent struts, to be caught in the current of the bloodstream and embolize into a distal vessel. Review of the available information suggests the patient's medical history and/or vessel/lesion characteristics may have contributed to the reported events. Based on the limited information about the angioguard malfunction and no product return, the event could not be confirmed, but procedural factors may have contributed to the event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported via the (B)(4) registry, a patient experienced a tia during deployment of the precise stent and experienced a cva the following day. The patient's pre-procedure nih stroke scale score was 4 and rankin score was 2. A few weeks prior to the index procedure, the patient was seen in the carotid clinic to follow-up on his pre-existing cerebral bleed. At that time, he was using a walker for ambulation, but was almost ready to be finished using the walker. MRI showed no fresh bleeding. At the time of the index procedure, angiography revealed an 80% stenosis in his left proximal internal carotid artery. The lesion was described as concentric, mildly calcified and 5mm in length. The reference vessel was 5.0mm in diameter and severely tortuous. The first angioguard device was deployed; however, it was inadvertently withdrawn through the stenosis. A second angioguard rx with a 7mm basket became mangled within the sheath and was removed. A third angioguard rx with a 6mm basket was deployed beyond the target lesion. A 9.0 x 30mm precise pro rx was implanted at the target lesion.